Event description:
Us customer contacted cepheid to discuss results. Patient 1 test 1: on (B)(6) 2022, a sample was collected from patient 1. On (B)(6) 2022, the original sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 1 test 2: on (B)(6) 2022, a sample was recollected from patient 1. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 2 test 1: on (B)(6) 2022, a sample was collected from patient 2. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 2 test 2: on (B)(6) 2022, a sample was collected from patient 2. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative; flu b negative; rsv negative. This result was reported to a physician. There is no information about the outcome or treatment of the patients available. Patients were not symptomatic. Please note patient 1 was a baby.

Manufacturer narrative:
This case involves 2 patients with initial positive sarscov2 results by xpert xpress cov-2/flu/rsv plus test, but negative results on re-collect. In both persons the positive result was weakly positive. Pcr curves were normal in appearance. Second swabs were both negative. There is no evidence of product malfunction or interference. No known impact to persons tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.